Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease flat and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool; partial delamination of the valve (adhesive failure).

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.